Manufacturer narrative:
Third party service personnel replaced the n2o needle valve to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Third party service.

Event description:
Third party service personnel reported that there was a flow of 1 liter per minute of n2o with the knob fully closed. This has the potential to provide a hypoxic mixture to the patient circuit. There was no report of patient involvement.